Manufacturer narrative:
The technician found the brakes functioned as designed. The technician in-serviced the account on the brake functions to resolve the issue.

Event description:
The account alleged the brakes would not set. No patient impact.